Event description:
The customer reported, the image of the evis lucera elite gastrointestinal videoscope was poor, and a ring was displayed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not know what the foreign material was or how it adhered to the scope. The report is being submitted, due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5. Evaluation found the complaint was confirmed. And there was a streak of flare appeared, due to adhesive peeling around the objective lens. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet standard value; due to wear of the angle wire. The bending section cover adhesive was chipped, the air/water supply volume and water removal did not meet the standard value; due to clogging of the nozzle. Forceps channel port was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented according to the IFU. The event can be detected by following the instructions for use which state: ¿3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿(a)inspection of the water feeding function¿ ¿1 cover the spray valve hole with your finger. ¿2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿(b)inspection of the spray function¿ ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.